Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient was brought into clinic for lead repositioning for suspected lead dislodgement of their right ventricular lead. During the procedure, several attempts to retract the lead tip was required before it could be retracted. The lead was observed to be bunched up. The lead was explanted and replaced. The patient was discharged following the procedure.

Event description:
New information received notes that: no capture at high output and low pacing impedance was also observed on the right ventricular lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.